Event description:
N/a.

Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/3221/67) a lot history record review was completed for lots 25155681, 25157209, and 25157340 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/3221/67) the overall 24 month product complaint trend data for the period jun -2020 through may-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/3221/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/ 3221/67) despite request and/ or customer indication that the device would be returned; however, no device was returned.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that they are unhappy with the color change from orange to blue on the heartstring. Stated they knew what to look for with the orange packaging, especially during a stressful cardiac case. So many boxes are blue, it is now a concerted effort to find it. Also, stated they are unhappy with the labeling decision to remove the size label from the side of the box on the 4.3. No patient involvement.